Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the keypad was unresponsive. Customer stated that button press takes her to a different screen. It was noted that the insulin pump may have been exposed to moisture. Customer's blood glucose reading at the time of the call was 273 mg/dl. No further info reported.

Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Unable to perform the occlusion test due to button/keypad anomaly. Insulin pump received with cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.